Event description:
On 31-dec-2024, carestream health inc. (Csh) was informed of an unintended movement while using the drx-revolution mobile x-ray system. There is no UDI number available as this system was manufactured on april 2013, prior to UDI implementation.

Manufacturer narrative:
Carestream health inc. (Csh) has investigated this issue and it was determined that this was due to user error while driving the unit as the tech kneeled on one knee behind the drx-revolution and reversed the unit with one hand on the drive handle. This resulted in the tech's toe to be fractured. Carestream has been unable to obtain additional details regarding the medical attention required; however, it was confirmed that a walking boot is being used by the tech. The customer site was informed of the findings and csh reiterated to follow the instructions for use and recommended guidelines for driving the system. The drx-revolution system was evaluated, and it was confirmed that it was functioning as designed and intended. There are no further actions to be taken by carestream health inc. Related to this issue. The risk has been mitigated as far as possible. Carestream has completed this investigation.